Manufacturer narrative:
An event regarding pain and audible noise involving a trident shell was reported. A review of the provided medical records by a clinical consultant indicated cup malposition. Device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded. "Additionally, materials and/or manufacturing related matters can be excluded with more certainty although in the current case no evidence is available to suggest that device related factors might have played a role while the present failure scenario as based upon the procedure-related factor of cup malposition provides a plausible explanation for the failure event of this case. This pi case is not device-related." Procedure-related factors: cup malposition in excessive anteversion. Diagnosis: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim causing metallosis, pain and squeaking requiring revision. A review of the provided medical records by a clinical consultant concluded: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim causing metallosis, pain and squeaking requiring revision. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented to surgeon with a painful hip and squeaking. Surgeon chose to revise. Upon opening the joint capsule, black tissue was observed. The neck had been impinging on the ceramic liner (the titanium ring) causing the black staining. The liner was not impacted, was easily removed. The surgeon felt the lock mechanism in the shell was still viable and surgeon chose to replace with a poly (x-3) liner and metal v-40 head. There was a small notch in the posterior side of the accolade tmzf stem. Right side.